Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down arrow keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the keypad was found to be intact with no evidence of peeling or damage. All keypad buttons were found to be responsive. The keypad was removed and there was no evidence of contamination under the key contacts. The reported issue with the keypad buttons was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and pink. Also unrelated to the complaint, the battery compartment was found to be cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.